Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their abbott diabetes care (adc) device was damaged as it was submerged in water, and it would not work. The customer was incapable of testing therefore, they were unable to monitor their glucose. As a result, the customer experienced loss of consciousness. The customer was unable to self-treat and was given glucagon spray by their spouse which was prescribed by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. The reader (B)(6) has been returned and investigated. Visual inspection has been performed on returned reader and damage due to use related issue was observed. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their abbott diabetes care (adc) device was damaged as it was submerged in water, and it would not work. The customer was incapable of testing therefore, they were unable to monitor their glucose. As a result, the customer experienced loss of consciousness. The customer was unable to self-treat and was given glucagon spray by their spouse which was prescribed by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.